Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert and inappropriate therapy due to suspected noise on the right ventricular (rv) lead. After delivering the therapy, the device went into back-up mode. It was noted that the battery voltage had decreased significantly over the last couple of months. The device was explanted and replaced, the lead was capped and replaced, and the patient is stable. Related manufacturer reference: 2938836-2017-23318.